Event description:
It was reported the customer received a motor error alarm while filling their cannula. Customer's blood glucose was 222 mg/dl. Customer also reported receiving a motor position encoder alarm on their insulin pump. The customer could not recall any significant events leading to the alarm. Customer stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. Unable to verify for e70 alarm due to over written pump history. No cosmetic damage noted.